Event description:
It was reported, the camera head image was not clear. There were no reports of patient harm.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from customer. The device was not returned to olympus for evaluation and the customer's allegation of camera head was not clear was not confirmed. Device history record (DHR) review: the DHR could not be confirmed because the serial number was unknown. Instructions for use (IFU): precautions against frozen or lost endoscopic images warning ¿ follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image. - never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. - make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. - never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted when relevant additional information becomes available.